Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was acting so weird and they think they getting a over delivery of insulin. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they did not want to did anything about his low blood glucose. The device will not be returned for analysis.